Event description:
It was reported that the 4.0 x 38 mm multilink 8 stent delivery system was prepped for use. The device was advanced into the patient anatomy to the target lesion in the proximal right coronary artery (rca). The delivery catheter balloon was inflated to 10 atmospheres to deploy the stent. It was then noted that the stent was not at the target lesion and it was thought that the stent had dislodged. The stent was found on the stylet and it was determined that the stent had dislodged during preparation. The stent delivery system was not examined prior to use. A new 4.0 x 33 mm multilink 8 stent delivery system was then used to complete the stenting procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use in the inspection prior to use section 11.1 states that prior to using the multi-link 8 or multi-link 8 ll coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.